Event description:
Rn administered tap water enema using medline cleansing enema set ref: nynd70100. Rn did not remove enema tubing cap prior to inserting enema tubing in the patient's anus. Enema cap became lodged in the patient's rectum and was retained x3 days. Cap eventually passed with patient's stool. Cap is not radiopaque so it was not visible on x-ray. Cap is not radiopaque so it did not show up on kub.